Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received stating that the cause of the event was not determined. There was resistance during positioning in the distal part of the catheter. The catheter was flushed per IFU during the procedure. It was clarified that the dac was referring to the distal access catheter. Additional information was received stating that the pipeline did not remain inside the patient.

Event description:
Medtronic received a report that the pipeline experienced resistance and damage. The patient was undergoing surgery for treatment of an indeterminate shape, unruptured aneurysm in the right c2 with a max diameter of 7 mm and a 5.7 mm neck diameter. The blood vessel diameter was 3.0 mm distally and 4.5 mm proximally. It was noted the patient'svessel tortuosity was strong. It was reported that in order to place the device in fd cases, the microcatheter was induced to m1, and then the pipeline was inserted into the microcatheter and deployment was attempted. The entire stent was dislodged in the proximal region of the internal carotid artery during deployment due to strong blood vessel tortuosity and calcification, so an attempt was made to re-store the stent using a microcatheter; however, the stent could not be retracted. The device could be collected inside the dac, so the microcatheter was removed from the body and when the situation was checked, only the pusher wire moved. It was confirmed that the stent proximal mount was detached from the bumper. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). No patient symptoms or complications were associated with this event. There were no findings in postoperative contrast study. Ancillary devices include an optimo pbg293865 guide catheter, and a chikai 14 250606a17a guidewire, and a phenom microcatheter fg151 60-0615-1s, lot: 230869943. Additional information was received regarding the event. During delivery, the vessel was highly tortuous, and strong resistance was reportedly felt. No damage was observed during observation of the pipeline. The phenom catheter was used, the "chikai 14" is a guidewire, not a microcatheter. The phenom catheter product number was fg15160-0615-1s, and the lot number was 230869943. Aneurysm classification of c2 refers to the fisher classification. In the bouthillier classification, ophthalmic (c6) is correct.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.